Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope jet tube exhibited foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. Additional information: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause was not identified. Based on the results of the investigation, the probable cause of the "foreign material in the auxiliary water channel" malfunction could not be identified, nor the type of material. The event can be prevented by following the instructions for use. IFU states the detection method in "cf-ez1500dl/I operation manual chapter 3 preparation and inspection". IFU states the preventive measures in "cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope". Even though the customer provided some cleaning disinfection and sterilization information, it remains unknown if there were any deviations from IFU in reprocessing steps for the area foreign material remained. Olympus will continue to monitor field performance for this device.